Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported single leaflet device attachment (slda) resulting in mitral regurgitation (mr) appears to be related to patient morphology/pathology. Mitral regurgitation (mr) is a known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr), tethered posterior leaflet, and partial flail anterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. Follow-up transthoracic echocardiogram on (B)(6) 2025 after the procedure was discontinued, showed a single leaflet detachment (slda) occurred and the clip was only attached to the posterior leaflet. No additional information was provided.